Event description:
It was reported the rear door closure of the programmer needs repair. It was also reported the yellow connector in the drawer for programming head requires manipulation for the programming head to interrogate; the connection is faulty. It is noted the programming head operates normally. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer has intermittent interrogation with a known good rf (radio frequency) head; need to position rf (yellow) connector just right to interrogate. Able to interrogate wirelessly without issue. Loose rf connector found on the lem (link electronic module) printed circuit board assembly. Analysis also found a tab on power cord bay door is broken and programmer display assembly drops. (B)(4).